Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external/internal inspection was performed and passed. Temperature was within specifications. A volumetric accuracy test was performed and the device failed. The evaluation revealed the cause of the failure to be a deteriorated piston foam and a cracked door piston. Door piston foam was installed and the manual volumetric accuracy test passed. The original door piston foam was placed back into the device and the manual volumetric accuracy test failed. Pal recommended scrapping the piston foam and the door piston. Should additional relevant information become available, a supplemental report will be submitted.